Manufacturer narrative:
Additional information: d10, h3, h6. H10: two (2) samples were received for evaluation. A visual inspection was performed and there were no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp was unable to close on two (2) minicap transfer sets. This was observed during use of the devices for peritoneal dialysis. One (1) transfer set was in use for three (3) days and the other was found during transfer set replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.